Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the white power cable showing power cable disconnect was confirmed via log file analysis and evaluation. A review of the event log files contained data spanning approximately 2 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Throughout the entirety of the log files, power cable disconnect alarms were active due to relative state of charge (rsoc) invalid faults associated with the white power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and did not resolve before the controller was shut down. On (B)(6) 2024 at 12:53:36, 14:03:35 ¿ 14:03:36, and 14:04:58 ¿ 14:04:59, low power hazard alarms activated due to power source exchanges on the black power cable while power cable disconnect alarms were active on the white power cable. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Upon hooking up the controller to a mock circulatory loop, power cable disconnect alarms activated on the white power cable. The system controller was disassembled, and visual inspection revealed that the white power cable had a loose connection at the j6 connector. The power cable was reseated with the connector, the controller was reconnected to a mock loop, and no alarms activated. The system controller underwent functional testing and passed without issue. No further power cable disconnect alarms were reproduced throughout testing. The root cause for the reported event was determined to be due to the white power cable not being fully seated within the j6 connector. A manufacturing analysis task was completed to investigate the connection issue between the white power cable and the j6 connector. Potential root causes of the connection issue were determined to be operator error and the manufacturing procedure method. A general awareness training was performed for operators. In addition, revisions were made to the manufacturing procedure that include instructions and visual aids to inspect that the black and white battery cable connectors are properly seated within the j5 & j6 connectors. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarms. And the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller showed a power cable disconnect alarm on the white power cable. The power module patient cable was swapped out, but did not resolve the alarm. A review of the log file revealed numerous power cable disconnect alarms while the controller was connected following implant. Exchanging the patient's controller resolved the issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.